Manufacturer narrative:
The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number is 881023. The expiration date was not provided. The field service engineer (fse) performed an instrument check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys syphilis results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2026, the sample result was 0.336 index, interpreted as negative. The customer questioned the result as the sample had been sent to their laboratory for confirmation testing with a previous positive result of 364. On (B)(6) 2026, the sample was re-aliquoted and repeated and the result was 371 index, interpreted as positive. It was reported that the sample also had a positive rpr result.